Manufacturer narrative:
The user reported differences between sensor glucose readings and glucometer measurements. Following escalation and review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The sensor was not returned to senseonics by the time of complaint closure. A review of the user's data confirmed that the user was still using the system even after a sensor replaceement was approved. A review of available system data showed optical instability around the time of the reported concern, which could not be further evaluated without the physical device returned. Potential root causes may be related to physiological or environmental conditions affecting the sensor in vivo or possible issues with the sensor itself. The user was provided with a new sensor as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.